Manufacturer narrative:
E1: patient city: (B)(6). Patient country: france.

Event description:
Unomedical reference number (B)(4) event occurred in france. The patient reported that the product not adhering enough long on 11/mar/2024. Patient had to change it earlier than the seven days expected. No further information available.